Event description:
Patient called alleging that meter says, "apply sample" and patient was unable to get a blood glucose reading. Pt did not experience any symptoms at the time of testing. Pt contacted their pharmacist who advised them to contact lfs. Ccr had pt try several different vials and was unable to obtain a reading, pt had enough blood applied on the test strip and was using the correct technique. Customer service was unable to resolve the issue and sent pt a new meter.